Event description:
It was reported that the customer's insulin pump alarmed no delivery. Her blood glucose was 286 mg/dl at the time of reporting, which was treated with a manual injection. The customer is returning her infusion set nd reservoir for analysis. No additional info was reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.